Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the complaint of not being able to do 3d scan on the hand switch could not be duplicated. The manufacturer representative used a new hand switch, and the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H6: multiple fdd/annex a codes were reported. A1102 was coded for the warning message. A090501 was coded for the 3d mode disabled after the system initialized for the second spin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site took a spin and went to take a second one, and after the system began to initialize the spin a warning message appeared stating "3d mode disabled. Navigation system connected but not ready." They rebooted the mobile view station (mvs) and went to take the spin again, and the warning persisted. The site rebooted the navigation system that was connected to the system and the issue persisted. They reseated the hand switch and did not have a foot switch to try, and the issue persisted. The surgeon continued to work while they rebooted the entire imaging system and navigation system again. They tried another network cable, rebooted both the imaging system and navigation system, and had no resolution. They found the foot switch and used that instead of the hand switch, and the issue resolved. Delay in surgery and patient impact were not provided.